Manufacturer narrative:
Concomitant medical product/s: sigsbchgr sig power sigsbchgr one -bay charger serial #:(B)(4), sigadaptstnd sig power sigadaptstnd linear adapter serial #:(B)(4), egia45avm egia45avm egia 45 artic vasc med sulu lot #:p2b0124 sigpshell sig power sigpshell control shell lot #:n2j0366y. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total gastrectomy, esophageal jejunum functional end-to-end reconstruction, while inserting into the abdominal cavity, an attempt was made to open the cartridge, but the jaws could not be opened. It was noted that it was while using the handle for duodenal transection, esophageal transection, jejunal transection, y side-to-side anastomosis , jejunum resection and side -to-side anastomosis of esophageal jejunum were performed, then used the reported reload for the seventh firing to perform entry hole closure. The nurse connected the reload successfully, with confirmation of opening and closing that was also normal (also the display). When the physician was applying the support suture to the tissue, the cartridge was closed and was on stand-by on the instrument table. After that, even if the relevant power handle was forcibly reset, the power handle error was showing. Reconstruction outside the abdominal cavity was completed without problems by hand-sewing the common opening. The anastomosis o peration was extended for about 15 minutes by manual suturing. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Analysis of the system logs showed evidence of multiple fpga reset/reprogram failures. It was reported that the jaws of the reload did not open at all, not involving tissue and the screen displayed a power handle error. The reported issues were confirmed. The most likely cause could not be established from the information available. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. During initialization a motor test is performed. If the motor test fails, it results in a power pack error. It was also reported that the screen displayed a yellow swimlane aligned with the reload symbol. This indicates a general reload error. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d9 (return date), g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.